Event description:
It was reported that during a thrombectomy procedure, the retriever got stuck in the middle cerebral artery (mca) and it was difficult to withdraw. The retriever was removed along with the microcatheter and the procedure was finished without recanalization. There were no reported clinical consequences to the patient.

Manufacturer narrative:
Manufacturing date: added. Device evaluated by mfg: updated. Summary attached: updated. Expiration date: added. The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned without the microcatheter or the insertion tool used during the procedure. Visual inspection of the device revealed that the retriever had been separated approximately at 3.9cm proximal to the shaft coil distal end. The retriever core wire and shaft coil were separated and appeared to be cut with a sharp object. The core wire was protruding through the shaft coil separated proximal side. The shaft coil was kinked very close to the separated site. No other anomalies were observed. Functional testing could not be performed due to the damaged condition of the device. Based on the information currently available, it is probable that some procedural factors encountered during the procedure limited the performance of the device contributing to the reported and observed damages. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
It was reported that during a thrombectomy procedure, the retriever got stuck in the middle cerebral artery (mca) and it was difficult to withdraw. The retriever was removed along with the microcatheter and the procedure was finished without recanalization. There were no reported clinical consequences to the patient.